Event description:
The neptune suction machine was not functioning properly. The machine turns on but does not actually suction when the "start" button is clicked and the suction power has been adjusted. The machine recognizes that a manifold has been used after the start button is clicked, but no actual suction has occurred. This caused a delay in suction of smoke from the cautery pencil and blood from the wound. A new machine was brought in. The same manifold was inserted and the new neptune suctioned properly for the duration of the case.